Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged upon attempting to shock a (B)(6) female patient, the device inappropriately displayed a "change batteries" message. The paramedics arrived and continued treating the patient with another device. However, the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The customer's report was unsubstantiated in the device history log as there was no evidence that the device advised a shock. The device history log indicates analysis started at 2:54:36 and at 2:54:45, a "no shock advised" followed by a "no shocks delivered" prompt was observed. This tells us that the shock button was being pressed when the device was not charged. The device's main board and battery board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.